Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.

Event description:
It was reported that at the user facility screws on the device were missing. No further information was provided by the user facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.